Manufacturer narrative:
The user reported receiving glucose suspend alert on 17 october 2025, day 95 after insertion. An RMA was authorized for the return of the sensor. In-house testing and review of the raw sensor data from the returned sensor showed optical instability in all sensing areas. The glucose suspend alert was triggered when all sensing areas fell below the threshold value. The instability was attributed to delamination of internal component of the sensor, which was confirmed through visual inspection. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 14 feb 2026. G3.date received by the manufacturer? 14 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.